Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the valuation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that following insertion the patient experienced abdominal pain, abnormal loss of weight, chills, fever, nausea and adhesion. It was reported that patient underwent revision of mesh on (B)(6) 2018 due to recurrent hernia. No additional information was provided.